Manufacturer narrative:
No button error alarmed from the insulin pump. The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corner and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the escape and act button does not work properly. The customer stated that she went to bolus and the scree appeared to freeze. The customer was unable to clear the alarm. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump had no frozen display anomaly.